Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the connector was extrinsically damaged. Analysis also indicated that the inner insulation of the lead was extrinsically breached due to a tear and the outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a damaged connector. The inner and outer insulation is torn in the connector subassembly between the proximal conductor sense ring and the connector pin on the connector at 0.9 cm. The connector subassembly is damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to place the right ventricular (rv) lead, but after multiple attempts at repositioning, the connector pin dislocated from the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.